Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation, receive service required error. Patient stated that the other evening when this same scenario happened to recycle power to make the error go away, the power supply was so hot that he could not hold the supply in his hand and had to drop it out of his hand. The device was not returned. If additional information is received a follow up report will be submitted.